Manufacturer narrative:
There was a visual inspection. The implant was returned but not in original package. The implant was measured and verified to be a hahn tapered implant 7.0 mm x 11.5 mm (70-1154-imp0021). Complaint investigator measured the critical parameters against drw 3027585 rev 3.0 from DHR and found no deviation. There was no defect or non-conformity observed. Both the threads and internal features were fine. Bone debris was present from the implant. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant.

Event description:
It was reported that a hahn tapered implant "failed to integrate." However, based on the date of implant and explant of (B)(6) 2017, it is likely lacking primary stability based on the progress notes. The bone grade is listed as grade iii. The provider also notes that the patient had bone loss and that the site was grafted either on previous or simultaneously. The provider does not note if there is any significant medical or dental history. The patient current condition was not provided.